Manufacturer narrative:
Replaced part has been requested for investigation. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that during installation the ventilator could not be turned on. There was no patient involvement. (B)(4).